Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately 6 months post op, the patient continued to have knee pain past normal physical therapy schedules, and pain never reached pre-implantation level. Patient was diagnosed with a small baker's cyst at 1 year post op. Approximately 4 years post implantation, the patient underwent an arthroscopic procedure to excise scar tissue; implants were noted to be in good position and no other issues noted. Patient has undergone many tests and imaging over the course of the last 12 years. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, f6, h2. The following section was corrected: d4. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.